Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was the reported that bd phoenix¿ pmic/ID-107 had a misidentification. There was one occurrence in this event with no patient impact. The following information was provided by the customer: "customer reports: I have a mis-ID with pmic/ID-107 lot 2060227. S hominis mis-ID as s. Epidermidis."

Event description:
It was the reported that bd phoenix¿ pmic/ID-107 had a misidentification. There was one occurrence in this event with no patient impact. The following information was provided by the customer: "customer reports: I have a mis-ID with pmic/ID-107 lot 2060227. S hominis mis-ID as s. Epidermidis."

Manufacturer narrative:
H.6 investigation summary: this complaint is for misidentification of s. Hominis as s. Epidermidis. When using phoenix panel pmic/ID-107 (448607) batch number 2060227. The customer did not provide isolate returns, panel returns, lab reports or binary files for this investigation. To investigate, three (3) retention panels from the complaint batch were tested using qc isolate s. Hominis (pos 188) and evaluated for identification results. During investigation, all three panels identified incorrectly as s. Epidermidis. This complaint is confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.